Manufacturer narrative:
In MFR report ref #1823260-2023-01660-00, the third line should have been: "on (B)(6) 2023 at 8:00 pm, the initial result was 99 ng/l. On (B)(6) 2023 at 4:00 pm, the repeat result was 22 ng/l with a data flag." Instead of: "on (B)(6) 2023 at 8:00 pm, the initial result was 22 ng/l. On (B)(6) 2023 at 4:00 pm, the repeat result was 99 ng/l with a data flag." After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results from two patient samples tested on the cobas e411 rack. The reporter was able to provide one example of a questionable result that was reported outside of the laboratory. The result was amended. On (B)(6) 2023, the initial result was 22 ng/l. On (B)(6) 2023, the repeat result was 99 ng/l with a data flag. The reagent lot number is 634809. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the seal and the sample and reagent probes. He also adjusted the voltages and the probe positions. He also checked the reagent compartments. Qc was performed with successful results. The investigation is ongoing.